Event description:
A customer reported to baxter (B)(4) leakage from the drain bag. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed due to lack of sample. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.